Manufacturer narrative:
Reliability analysis not required as the customer did not return the insertion needles.

Event description:
The customer's wife reported that the customer bled excessively after inserting a sensor. The wife called the paramedics after applying pressure to the site. The customer was able to insert another sensor without incident. Nothing further was reported.